Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor and urinary dysfunction. The consumer reported stimulation was too strong on (B)(6) 2016 and decreased stimulation comfortably at 2.1 volts. The therapy was working really well at first then stopped working in late march. Stimulation was not felt, but it was determined that the therapy was not on. The patient thought the stimulation off button turned the programmer off. The lack of therapy issue resolved when the patient turned the therapy back on; symptoms were going to be monitored on new settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.